Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced incision inflammation, redness, and an infection at the incision site, which was treated with oral antibiotics. The managing physician indicated that if the infection did not clear, removal of the implantable neurostimulator might be necessary. The patient also reported that stimulation was only effective or felt on the right leg and not both legs since the implant. The physician advised the patient to use the handset to reprogram the stimulation, and it was reviewed that the patient could adjust existing parameters but not add or change program parameters. The patient was trying to connect but kept seeing communicator not found message. Troubleshooting steps for device connectivity included closing all applications, resetting the communicator, and toggling bluetooth and location settings, which resolved the connection issue. The patient was scheduled to follow up with the healthcare provider.